Event description:
Reporter indicated a vns patient's generator was interrogated and found to be set to 1ma at an office visit. The setting should have been 2ma. The patient was programmed back to the intended settings. The patient had a large seizure between the last office visit on (B)(6) 2009 and the office visit on (B)(6) 2009 when the vns setting change was discovered. Programming history was received and reviewed. The patient was interrogated on (B)(6) 2009 at 11:22:24am and then programmed to 2ma/25hz/250pw/14 sec on/3min off. A systems test was then performed at 11:24:33am which faulted. A second systems test was done at 11:25:35 which also faulted. A third systems test was done at 11:27:44am which was normal (ok, ok, dcdc = 2, eos = no) there was no final interrogation. When the patient was interrogated on (B)(6) 2009, the settings were 1ma/20hz/500pw/30sec on/60min off. The setting change was a result of the faulted systems test and the failure to reinterrogate afterwards to verify settings. Attempts for further information regarding the increased seizures are in progress.

Manufacturer narrative:
Analysis of programming history.